Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Caller is stating that they have a rolls wheelchair at one of their schools that the spokes are broken on the drive wheel.